Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error. The customer stated they were able to clear the pump error alarm and were able to complete the rewind process. Customer stated that the fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Unit successfully downloaded to thus. Pump communicated properly with test guardian link transmitter. No sensor updating alert or change sensor alert noted during test. Pump error 63 variable 3 was noted in the history download on (B)(6) 2021 15:10:30.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. (B)(4).